Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. Customer changed the pump supplies to address the issue. There was no adverse impact to the customer¿s blood glucose level. No additional information was provided.